Manufacturer narrative:
Please note: consumer has not returned product and did not identify model. Different models are manufactured at different locations. The product was manufactured at one of the following locations: contract MFR: kin seng manufacturing co., ltd. No. 2-6 hinyieh road, xia kang section, nansha etdz guangzhou, panyu, china.

Event description:
Brush handle exploded and battery acid got all over the bathroom and on her daugther. The battery acid was removed quickly by the parents. No medical treatment necessary.